Event description:
Further follow up received identified the patient underwent surgical intervention on (B)(6) 2016 where the ipg was repositioned down and to the right of existing pocket which resolved the issue.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient experienced ongoing pain at the ipg site for about six months. Surgical intervention may be taken at a later date to address the issue.